Event description:
A customer contacted baxter's technical svc ctr in 2008 regarding feeling "too full" during dwell cycle 2 of 6. The pt reported abdominal discomfort and difficulty breathing. The fill volume for this cycle was 2000ml. The technical svc rep (tsr) assisted the home pt to do a manual drain an 2687ml. Were removed. The home pt ended the therapy and used manual bags to finish therapy. A follow up call was made to the nurse on the following month regarding this report and add'l reports of difficulty breathing from this pt. The nurse had no input regarding the cause of this issue but stated that the pt is currently being monitored by the clinic.

Manufacturer narrative:
The device has been returned for eval. A follow-up report will be filed upon completion of an eval or if any add'l info becomes available.